Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, no specific value was provided. Reportedly, the customer observed air bubbles within the canister. Reportedly, the customer was doing using cold insulin in the cartridge. Tandem technical support educated the customer on proper loading process for the cartridge. At the time of the report with tandem technical support, customer had not addressed bg.